Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) had been bypassing every drain to get a partial fill. The hp could not drain anymore. The technical service representative (tsr) bypassed the hp to the last fill for a partial last fill. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - failed to follow therapy steps, where the home patient (hp) bypassed every drain to get a partial fill. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the hp that bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.